Manufacturer narrative:
The device remains implanted in the patient, and will not be returned for evaluation.

Event description:
As the microcatheter was being removed after the successful placement of the coil into the left internal carotid artery (ica) superior hypophyseal aneurysm, a loop of the coil prolapsed into the parental vessel. The physician chose to place a stent to "tract the coil against the ica walls" and the stent was placed just proximal to the origin of the aneurysm. The patient was given a bolus of repro and plavix as a precaution. A follow up angiogram revealed good packing of the aneurysm and the coil trapped against the vessel wall. The patient was reported to have been discharged home the following day.